Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The rep was informed of a revision due to a broken exeter stem.

Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report (mar). The report noted: "¿ the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with the cement-mantle breakdown and explantation processes was observed on the stem. The fracture surfaces of the stem and trunnion were observed. A material analysis has been performed. The report concluded: "based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the material analysis performed on the returned device concluded that "no identifiable materials or manufacturing discrepancies were observed on the surfaces examined". The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The rep was informed of a revision due to a broken exeter stem.